Event description:
It was reported that during a laparoscopic robotic prostate procedure, the device did not work properly. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Damaged articulation gear teeth. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the three articulating positions and it cut and fired conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulting in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.